Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose. The customer's blood glucose was 50mg/dl. In addition, customer stated they had issues with inserting sensor. They tried to insert three sensors that were damaged, fourth sensor they were unable to insert.